Manufacturer narrative:
This report is submitted on march 03, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018, and the patient was implanted with a new device during the same surgery.